Manufacturer narrative:
A ge service representative preformed an on site investigation. The service rep repaired a broken wire in the hv cable. The system operates as intended.

Event description:
It was reported that the 9800 system displayed a "temp sensor failed" error message during a case. No patient injury was reported.